Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion occurred with an infusion set (inset) used with the ilet, resulting in hyperglycemia that persisted until the infusion set was changed and steel sets were requested. Symptoms included prolonged elevated blood glucose with a reported peak in the 320s and no acute complications. Outcomes included use of back-up therapy by replacing the infusion set and review of a ketone action plan, with no medical intervention or hospitalization. Investigation included review of the event details and user reporting. Investigation of this case revealed that the event resolved after replacement of the infusion set and that steel cannula sets were pursued to mitigate recurrence. It was concluded that the occlusion was related to the infusion set and that switching to steel sets was an appropriate corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.